Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 05/04/2017 to 07/21/2017 and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The used RMA sample was sent for genetic testing. Although the sample arrived with yellow media in the vial, following subculture into tsb and tsa, no viable organisms were identified after incubation. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. The assignable cause is not verified. It is unlikely that the suspected positive bi was caused by a manufacturing issue in the cyclesure® bi since the retains testing met functional specification, DHR review found no anomalies that would contribute to a positive bi result and lot history review did not show any significant trend. Additionally, no manufacturing anomalies were observed in the returned suspect bi that would contribute to a positive bi result. An issue with sterrad® performance is also unlikely since the cycle passed and the customer indicated that subsequent bis were negative for growth. The issue will continue to be tracked and trended. (B)(4).

Manufacturer narrative:
(B)(4). Visual analyisis: one complaint bi was received: ci disc is yellow, cap depressed, vial crushed, and with yellow media. There are no punctures observed on the plastic vial that would be consistent with a false positive from external contamination. No manufacturing related anomalies observed. (B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The bi was incubated for 28 hours. The chemical indicator (ci) changed color correctly. The previous and subsequent bi results were both negative. The affected load was released and used on a patient. Instruments used on patient included a cysto scope and an angled camera. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators in which load is released without reprocessing.